Event description:
Pt intubated with an ett 8.0 (cuff tested prior to insertion); successful intubation via glide scope. Soon after intubation, the pt had to be re-intubated due to cuff failure. Packaging not saved - no product identifiers to report.